Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer lowered the bias flow to 12 and re-positioned the tubings. Mean airway pressure is steady and not drifting at all. Unit is running good. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the mean airway pressure on the 3100 a was drifting on a patient last night. At this time, there is no information regarding patient harm associated with the reported event.